Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed system error 2367. The tsr had the hp cycle the power again and the alarm cleared. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to contact the patient. The sample and the lot number was not available; therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.